Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor became stuck in applicator and failed to insert onto arm. The customer could not monitor glucose and experienced tremors and dizziness. The customer had contact with a healthcare professional, who administer capillary test (result unknown) and treated the customer with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.